Event description:
The user facility reported that the there was a hair on the instrument inside the sterile package upon opening the package. There was no patient impact, no clinically significant delay, and no adverse consequences.

Event description:
The user facility reported that the there was a hair on the instrument inside the sterile package upon opening the package. There was no patient impact, no clinically significant delay, and no adverse consequences.